Event description:
It was reported that ¿I was getting my trio set ready to go out for a case and noticed that the selfholding screwdriver shaft was broken. Half of the tip had broken off. I¿m not sure how it happened.¿

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.